Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped while the user was on vacation, after which the screen was black and the device would not power on even when connected to a charger, and a replacement ilet was provided with the original pending return. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no reported health impact, no medical intervention, and no hospitalization. The investigation included attempts to retrieve the device for evaluation and to review device replacement and return logistics. The manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.